Event description:
It was reported that they were getting generator errors and chest wall cut off on the small paddle only, causing the patient to be re-exposed. The fe determined it was the external compression device. Once this was replaced, the unit is working as intended.